Event description:
It was reported that the user replaced a dexcom g7 sensor and did not enter the pairing code into the ilet pump, resulting in no cgm readings and a dosing stops soon alert; the user reported blood glucose peak of 235 mg/dl with no associated adverse clinical symptoms. Symptoms included none reported for hyperglycemia. Outcomes included temporary interruption of automated dosing due to lack of cgm signal until pairing was completed. Investigation included troubleshooting and education, including guidance to enter the correct pairing code, confirm device pairing, and perform a fingerstick entry. Investigation of this case revealed user error related to incorrect or incomplete cgm pairing, with the device functioning as designed once the correct pairing code was entered. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.